Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this left ventricular (lv) lead experienced stimulation in all vectors. The lv lead was explanted and was replaced with an epicardial lead. The product is no longer in service. No additional adverse patient effects were reported.